Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore. The lens was cut out of the eye to remove and there was no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic torn into two pieces, with a portion torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.